Event description:
Spontaneous. Patient noticed today that her cadd ext set is leaking remodulin through the filter. She was able to change out the tubing and is not having any more leaking. Defective tubing lot number 4046837. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available for investigation? Yes, did we replace device? No, did patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, outcome? Patient was able to switch tubing and is having no further leaking. Reported to (B)(6) by: patient/caregiver.